Event description:
Initial reporter indicated that the pt had their vns generator replaced for being at the end of battery life. The generator was returned to the MFR for analysis and it was confirmed that an anomaly with a c6 compacitor, resulted in excessive current consumption and premature battery drain. The c6 compacitor malfunction lead to the battery being at end of life.